Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter was reported via phone call that they were hospitalized for diabetic ketoacidosis on an unknown date. Blood glucose reading was 388 mg/dl and customer gave 3 units and blood glucose down to 344 mg/dl. The customer stated that cannula was bent and cannula not goes into skin that causes diabetic ketoacidosis. The insulin pump will not be returned for analysis.